Manufacturer narrative:
A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had white foreign material in the air/water channel and cylinder. There was no patient involvement.